Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified right common femoral artery after a coronary stenting procedure using a proglide device. Reportedly, all the deployment steps were done uneventfully; however, during knot advancement the knot kept slipping, it would not lock. Hemostasis was achieved using manual arterial compression. The patient did not have any adverse sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported event. The knot not being able to be tightened could be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. The knot is pre-formed during the manufacturing process and the knot is inspected at this stage. The knot is inspected during the suture loading into the device to ensure the knot is intact and at final inspection for acceptance. The lot build quality is then verified as part of lot acceptance, this includes functional verification. The reported lot met lot acceptance testing. There is no evidence of a manufacturing influence on the reported experience. Manipulations during deployment could potentially lead to the knot not being able to tighten correctly. There is no reported information to indicate user technique influenced the reported experience. Anatomical conditions could interfere with knot tightening. It was reported that the target groin had previous device closure and the vessel was mildly calcified; however, it can not be conclusively determined that this caused the reported issue. The proglide device instructions for use state: the safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The evaluation could not conclude an influence of manufacturing, user technique or anatomical conditions on the reported experience. The cause of this event could not be determined. Review of the finished device history record did not reveal any relevant nonconforming material records associated with this lot. A query of the complaint handling database was performed and there have been no similar incidents reported for difficult to position the knot. There is no indication of a lot product quality deficiency.